Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of balloon unable to be inflated was confirmed. As received, the balloon was found to be ruptured at the central area. Balloon edges did not appear to match up at the ruptured area. All through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body or syringe. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a surgery, the balloon of this swan-ganz catheter could not be inflated. The issue was solved by replacing the catheter. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, the balloon was found to be ruptured at the central area. Balloon edges did not appear to match up at the ruptured area.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, the manufactured units go through a balloon inflation process. Patient demographics unable to be obtained.